Event description:
The customer reported to olympus that when using an evis lucera colonovideoscope, the nozzle was clogged and had water flow issues. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there were foreign objects in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to clogging of nozzle, the water supply volume did not meet the standard value. In addition to the foreign objects in the nozzle, additional evaluation findings were as follows: the adhesive on the bending section cover had a crack and white-clouded area, the air supply volume and water removal ability did not meet the standard value, the paint on the air/water cylinder was peeled, the universal cord had a wrinkle, the protector of the universal cord on the suction connector side had a scratch, the adhesive around the objective lens was peeled and had a white-clouded area, the adhesive around the light guide lens was peeled and had a white-clouded area, the plastic distal end cover had a dent, and the connecting tube had a scratch and a wrinkle. The customer cleaned, disinfected, and sterilized the device before sending it to olympus. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes and sponges. The customer flushed the air/water nozzle/channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation that might contribute to the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU. The event can be detected by following the instructions for use sections below: chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system. Inspection of the endoscope ¿9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. Inspection of the objective lens cleaning function inspection of the air/water feeding function ¿1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. Olympus will continue to monitor field performance for this device.